Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in three (3) fluid transfer tube sets. During dilution of cefuroxins what appeared to be ¿small pieces of plastic and dust¿ were noted at the ¿thicker end of the luer lock tube¿. The first tube had the most particulate. The second tube had fewer, but ¿bigger nuggets¿. The third ¿had quite a few¿. The event occurred during handling in pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 10-13, 2023. H11: the actual device was not available; however, a companion sample and two photographs of the sample was provided for evaluation. Visual inspection was performed on all the samples and a particle of foreign matter was identified on the thicker end of the tube. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.